Event description:
A malfunction alarm occurred, described with code malf 0, and the specific fault ID was 0x277d. The customer did not report any adverse impact on their blood glucose level and declined to answer whether levels exceeded 500 mg/dl. Customer support assisted the customer in resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact technical support if the issue reappeared.